Manufacturer narrative:
Batch review performed on 16 october 2018. Lot 110851: (B)(4) items manufactured and released on 22 april 2011. Expiration date: 2016-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on oct 8, 2018 by medical affairs manager: hip revision surgery occurred 7 years after primary cementless total hip arthroplasty in a (B)(6) year old patient. Radiographic images provided show the presence of radiolucent lines around the stem profile suggesting implant mobilization. Aseptic loosening is a possible mid-long term adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined. Preliminary investigation performed by r&d project manager: from the received images the stem showed a surface with the coating totally absorbed; we can assume that the initial contact with bone and press-fit was achieved but a mid term adverse event could occurred. A possible cause, in accordance with the medical direction, can be aseptic loosening but the causes are often unknown.

Event description:
On (B)(4) 2018 we were informed that the surgeon was going to perform a revision surgery 7 years after primary due to insufficient osseointegration in the proximal part of the stem. On (B)(6) 2018 the revision was performed: the stem, head and liner were revised. Surgery completed successfully. The patient had the same issue also on the opposite leg.